Manufacturer narrative:
One cardiomems power supply and power cord were received for evaluation. Visual evaluation revealed frayed and exposed wires on the power supply. No fraying or exposed wires were seen on the power cord and the power cord functioned as expected. No testing required due to unsafe condition of power supply. Reported event of frayed wires on the power cord was unconfirmed. Frayed wires were found on the power supply.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported fraying of the power cord. The power cables were replaced and there were no adverse consequences reported by the patient.